Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred for an unknown length occurred. The complaint transmitter was returned for evaluation. The device was visually inspected, and no defect was found. The device passed a voltage test as there was voltage. The device was paired with a nordic bluetooth device and passed. Transmitter functional tester: passed all testing. The share tool was reviewed on (B)(6) 2019 and confirmed a loss of connection greater than an hour. The probable cause was determined to be no communication ¿ gap in logs. The reported issue of the loss of connection for an unknown length of time is reportable based on the finding of a loss of connection for over an hour. No additional patient or event information is available.